Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappears.